Event description:
Nellcor puritan bennett rec'd a call on 01/22/1999. Source called to report the following problem: stop cycle with all leds and constant single tone alarm. Found during bench testing.